Event description:
The user facility stated that they have five staff members experiencing red welts where the elastic of the headcover, touched the forehead. It was reported that the welts itched and spread to their scalp. No medical intervention sought or required. The irritated area improved after discontinuance of the headcovers. When asked, it was reported that none of the employees have allergies to latex. This is four (4) of five (5) medwatch reports being filed for this difficulty.

Manufacturer narrative:
Date sent to FDA: 10/2/97 h6 - method user facility did return 1 headcover for evaluation with the assumption that it came from hospital stock. Additional samples were evaluated from manufacturer's stock. Evaluation summary: raw material process review: no changes have been made to the MFR of the raw material used in the contruction of this product. Record review: no lot number was provided by the user facility, therefore no record review could be conducted. Summary of trends: no unexplained upward trends. Conclusion: investigation could not confirm that an acutal failure of the product to conform to expected performance occurred, but rather was an isolated reaction of an individual.